Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation: o2 cell, hepa filter and flow sensor are consumable accessories. This event was a problem with the consumable accessories which was used beyond theirs service life. Consumable accessories need to be replaced regularly. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and failure of the consumable accessories are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and could not be used properly. This event was due to the consumable accessories being worn out, and could be solved by replacement. In summary, this event is not a problem with the product itself, but caused by the outdated use of the consumable oxygen sensor by the clinical staff. Reason for not taking control actions: this event was due to a problem with the consumable accessories, which could be solved by replacement, and was not related to the quality of the product itself. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. This event occurred during routine test before patient connection. The machine was not used for a patient, and no injury was caused to the patient. Similar problems can always be found in time, and a new flow sensor will be replaced or the machine will be discontinued form use. So, it is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: routine testing of the ventilator was conducted on may 16, 2023. Failure of the oxygen battery, hepa filter, and flow sensor. No patient involvement.

Event description:
The following was reported to hamilton medical ag: routine testing of the ventilator was conducted on (B)(6) 2023. Failure of the oxygen battery, hepa filter, and flow sensor. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).